Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery cap recall number. P-cap was attached and locked into place properly during evaluation. The unit powered up after battery installation and was reviewed using pump history records to evaluate the customer¿s allegation. Battery history showed multiple normal battery cycles with low battery alerts occurring after more than 7 days of use, including battery cycles 4.0, 5.0, and 6.0, with no evidence of an unexpected power loss event of less than 7 days. No abnormal power behavior was identified that would support the allegation. Due to the non-complaint callback status, no additional customer clarification was obtained; however, available data was sufficient for evaluation. A visual inspection was performed, and the following cosmetic and accessory-related conditions were noted: broken battery cap, missing battery cap contact, pillowing keypad overlay, scratched case, keypad overlay texture damage, and cracked keypad overlay. In conclusion, the customer¿s allegation that the battery charge lasted less than expected was not confirmed, as pump history records showed normal battery performance with no unexpected power loss of less than 7 days. The unit did not demonstrate any battery-related failure, and the noted issues were limited to cosmetic damage and battery cap components. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced short battery life issue with the pump. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1880.